Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray was taken of the device and no issues were observed. Analysis found that the device was returned with no output and no telemetry. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a routine device interrogation the field representative was unable to interrogate this implantable cardioverter defibrillator (ICD) and there were no tones when a magnet was applied. It was noted that the patient was lost to follow up. The ICD was subsequently explanted and returned for analysis. No adverse patient effects were reported.